Event description:
It was reported that during an unk colectomy procedure in 2008, an intra-operative air leak was done as well as a visual inspection and no problems were found. The pt was re-admitted on the same month for abdominal pain. The surgeon found a leak along the staple line of the circular stapler. No missing staples or malformed staples were found; the staple line had just begun to expand. It is unk how the staple line was closed, but the situation was resolved and the pt is recovering.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.